Manufacturer narrative:
Patient demographics unable to be obtained. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, before use in patient, the pressure tubing of this disposable pressure transducer was detached at the top of the sensor. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
Corrected section g1 (contact office telephone number) updated section h6 (type of investigation, investigation findings and investigation conclusions). The disposable pressure transducer (dpt) was received for evaluation. The report of pressure tubing detached was not confirmed. As received, all connections were tight and secure. The flush device of the dpt (disposable pressure transducer) housings were intact and no visible damage or defect was observed from the kit. The dpts zeroed and sensed pressure accurately on pressure monitor. No further investigation could be performed as no defect was found on the returned device. Internal controls are in place during the manufacturing process to avoid potential causes associated with the reported malfunction, such as 100% visual inspection of the units.